Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2026. During the procedure, several bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There was no difficulty setting up the device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): problem code a050501 captures the reportable event of bands failure to deploy.